Manufacturer narrative:
H.6 investigation summary: material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with an unspecified bd blood collection tubes the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was hospitalized due to trauma, and the nurse followed the doctor's instructions to draw blood. During the blood collection process, insufficient negative pressure resulted in insufficient blood volume.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified bd blood collection tubes the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was hospitalized due to trauma, and the nurse followed the doctor's instructions to draw blood. During the blood collection process, insufficient negative pressure resulted in insufficient blood volume...